Event description:
It was reported that the lead exhibited high capture threshold probably, due to a known electrolyte imbalance. After the patient's medication was adjusted, threshold fell from 6 v to 3 v, 1.0 ms.